Event description:
The customer reported via phone call that he had a button error alarm on the insulin pump. Customer's blood glucose was 154 mg/dl at the time of the incident. Customer stated that he just sat down to lunch when he was unable to clear the alarm and the buttons would not scroll. Customer stated that he has been out and about and it is very humid. Customer reported that the pump may have been exposed to a little sweat. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.